Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not always springing back. Also, the ok button was not clicking or springing back. The keypad also appeared to be intact with no lifting or peeling.

Event description:
The rptr contacted animas on behalf of her son (the pt) alleging that the pump was not responding to keypad button presses. The rptr claimed that the ok button was stuck in the down position. The rptr denied that the pump was exposed to water or that the keypad was torn or peeling. There was no reported pt impact associated with this complaint.